Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 243mg/dl, 152mg/dl, 315mg/dl, 182mg/dl. Tests were done < 10 minutes apart with a difference of 35%. Pt did not experience any adverse events.